Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the ground electrode ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient reportedly experienced device extrusion and possible infection. The recipient's device was explanted.